Event description:
It was reported that the device was used during a laparoscopic roux-en-y gastric bypass. The device fired ok, but one side of the staple line did not form properly. First reload, the unformed side was on ligation side and was ligated, and on the second reload, the staple line was oversewn. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results showed that one long60 device was returned in good visual condition with a cartridge loaded on the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staples were noted to have a b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by a visual sys prior to the placement of the staple retainer. A batch record review was performed and no anomalies were found during the mfg process.